Manufacturer narrative:
Upon inspection, baxter technician ran a function test using a calibrated dale safety analyzer (fsa3149). The baxter technician thoroughly inspected the versacare bed and was unable to duplicate the reported issue. The versacare bed functioned as designed and the power cord did not have visible damage. However, if the reported event of a spark while connecting the cable were to recur, it would be likely to cause or contribute to death or serious injury, therefore baxter considers this event reportable. Per the baxter service manual, perform annual preventive maintenance procedures to make sure all versacare bed components are functioning as originally designed. Examine the plug for damage. Make sure the plug is a one-piece molded plug assembly. If it is not, replace the plug cord assembly. Replace any plug cord assembly that shows any of these: discoloration of the plug molding, around the plug blades. Any signs of cracking., loose fit of the plug blade (the plug blade moves in the molding), verify that the strain relief p-clip is present. Replace the power cord, if damaged. A search of the baxter maintenance records showed baxter performed preventative maintenance on this bed in dec 28, 2023. It is unknown if the facility performed any other preventative maintenance on this bed.

Event description:
Baxter received a report that versacare frame had a spark when connecting ground wire to the bed. This occurred during biomed testing. There was no patient/user injury, medical intervention, symptom, or adverse event reported.